Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was returned for analysis, and visual and functional inspections were performed on the returned device. The reported difficulty to insert the proglide device cannot be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The reported difficulties appear to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Exemption number e2019001. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement with a proglide device was attempted in the moderately calcified right common femoral artery via 5fr sheath using the preclose technique prior to a transcatheter aortic valve repair (tavr) procedure. Reportedly, resistance was felt when inserting the proglide device into the patient anatomy and the proglide device was unable to cross the lession. The proglide device was removed and the tavr procedure was completed. A cut down was performed and the artery was sutured closed following the procedure. There was no reported adverse patient sequela. There was no reported clinically significant delay in the entire procedure. No additional information was provided.